Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Review of device data determined that this lead also exhibited noise resulting in an inappropriate shock. The cause of the reported observations were attributed to suspected lead fracture. This lead was subsequently surgically abandoned and replaced. No additional adverse patient effects were reported.